Event description:
Procedure performed: colectomy. Event description: ai translated: incident which occurred on (B)(6) 2024 concerning an alexis retractor with commercial reference (B)(4) and batch number. 1525898 from the applied medical france laboratory. Use of an alexis retractor which split when during use for a colectomy, which was noticed by the team during washing. No clinical consequences for the patient. This is not a recurring problem. Additional information received from company rep. Via email on 26feb25: it was at the end of the procedure. They did not use another device at this moment. It did not particulate. We could not see where it was broken. It's in a bag. Intervention: they noticed it at the end of the procedure so they did not replace it. Patient status: no clinical consequences for the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of sheath tear. Based on the condition of the returned unit and the description of the event, it is likely that a sharp object or instrument came into contact with the sheath, resulting in a hole or tear that further propagated due to the stress experienced by the sheath. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: colectomy. Event description: ai translated: incident which occurred on (B)(6) 2024 concerning an alexis retractor with commercial reference g6313 and batch number 1525898 from the applied medical france laboratory. Use of an alexis retractor which split when during use for a colectomy, which was noticed by the team during washing. No clinical consequences for the patient. This is not a recurring problem. Intervention: they noticed it at the end of the procedure so they did not replace it. Patient status: no clinical consequences for the patient.